Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion in an unknown vessel was predilated with a 2.5x15mm voyager balloon. The physician inserted the taxus express2 3.0x12mm drug eluting stent and was unable to cross the lesion. The stent was removed and found to be damaged. The stent damage was described as "accordian like". No patient complications were reported. Patient status was satisfactory.